Event description:
It was reported that during the procedure, a 1.2x6 rx mini trek balloon dilatation catheter (bdc) was advanced with slight resistance felt and no force applied, toward a heavily calcified, eccentric, 99% stenosed de novo lesion in the mildly tortuous mid left anterior descending coronary artery. When inflating the 1.2x6 rx mini trek once to 10 atmospheres (atm) using a non-abbott inflation device, the balloon ruptured. The 1.2x6 rx mini trek was withdrawn from the anatomy without resistance. A 1.5x12 rx mini trek bdc was advanced to the lesion with slight resistance felt and no force applied, then inflated; however, the balloon also ruptured during the first inflation, at approximately 10 atm. The 1.5x12 rx mini trek was withdrawn from the anatomy without resistance. Dilatation was completed using a non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.2 x 6 mm mini trek rx is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.